Event description:
The hcp reported the pt had a catheter dye study done and the "wrong dye was injected." The pt developed symptoms of unresponsiveness, seizure, headache, neck pain. The pt was admitted to the intensive care unit and treated supportively and symptomatically for the seizures and the pain. No device troubleshooting was required or performed. The pt is reported to have recovered without sequela.